Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was administered to address the elevated bg, causing the customer to experience an undefined low bg. The customer's continuous glucose monitor read "low"; however, a specific bg value was not provided. The customer consumed carbohydrates to treat the low bg. During troubleshooting, it was found that the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.